Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 666 mg/dl at time of incident. Another blood glucose level was 169 mg/dl the time of call. The customer was assisted with troubleshooting. The customer stated that they took 2nd covid 19 vaccine. Customer stated that they had high blood glucose in 500s mg/dl at night 3 weeks previous. The customer was treated with insulin drip. The customer stated that covid 19 vaccine was significant event to the hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering because it's been going on or over a month after changing many infusion set. Customer stated that infusion set had bent cannula. Customer was assisted with displacement test and insulin pump passed the test. Customer was unable to perform high pressure test as no reservoir and infusion set was available to run test. The device will not be returned for analysis.